Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2014, the 100% stenosed 55cm in length restenotic target lesion was located in the right common femoral artery with a reference diameter of 6mm. The target lesion was treated with a 2.4mm jetstream® xc atherectomy catheter with the blades down for three passes in the external iliac, the common femoral, the superficial femoral artery (sfa) and all three segment of the popliteal artery. Following jetstream atherectomy a non-bsc balloon catheter was used for three separate inflation, each for five minutes with a slow inflation and deflation in the external iliac, the common femoral, sfa and popliteal. Following balloon angioplasty with the non-bsc balloon catheter the vessel was imaged and found to be widely patent with no residual stenosis, no dissection, no complication and excellent three-vessel runoff to the foot. In (B)(6) 2014, patient continued to have pain and a low ankle-brachial pressure (abi) index. In (B)(6) 2014, the patient presented with complaints of pain in their right leg. Examination revealed abnormal abis and suspicious for recurrent stenosis of the right sfa. Eight days later the patient underwent peripheral intervention. A 0.035 non-bsc crossing catheter was placed over a non-bsc guide wire in an attempt to cross the totally occluded common femoral artery. The aorto-femoral runoff study showed a total occlusion of the common femoral at the takeoff from the sfa. A non-bsc crossing catheter was then placed into the common femoral at the total occlusion. The non-bsc guide wire was placed through the total occlusion and the non-bsc crossing catheter was advanced. The non-bsc guidewire was pushed through the rest of the occlusion all the way into the tibioperoneal trunk. Laser atherectomy was then performed using a 2.3 non-bsc laser atherectomy in the external iliac, common femoral, superficial femoral and popliteal arteries. Balloon angioplasty was followed due to the inability to maneuver through the entire sfa. Following the laser atherectomy of the aforementioned vessels a non-bsc balloon catheter was used for the entire length of the sfa into the p1 segment of the popliteal vessel but could not advance into the p2 segment. A very slow inflation to 6 atm was performed for five minutes inflating the non-bsc balloon catheter at 1 atm for each 30 seconds. Deflation was performed at the same rate and after two five minutes inflations in the sfa and p1 segment of the popliteal the non-bsc balloon catheter was moved out of the body and a 4.0 x 120 mm bsc balloon catheter was placed; and a simple angioplasty to only 3 or 4 atm was performed. Following this there was a significant dissection in the p1 segment that extended to about the knee joint or just above, therefore a 55 x 150 non-bsc stent was placed. Afterwards there was excellent patency in the entire sfa-popliteal segment and distal runoff. The event was considered resolved.